Event description:
In 2008, the pt reported that his infusion sites do not stick to his skin well when he perspires. He stated that he currently uses opsite dressings. He was sent a sample of tegaderm hp and replacement infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.